Manufacturer narrative:
A certain implant driver tip ¿ long (iipdtl) was returned. Visual inspection of the as received product identified signs of wear damages around the shaft and the hex. There was noticeable wear around the o-ring and discoloration of the laser mark. The subject driver tip did not firmly engage into the test implant drive feature during functional testing. The driver tip was loose and kept slipping out of the implant hex. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. Complainant reported that the ¿driver did not release from implant after placing it¿. The reported stuck condition could not be verified based on the information provided. The implant involved in the reported event was not returned, so the exact details of the device usage could not be replicated. The complaint was confirmed for damaged drive feature, as the driver tip did not firmly engage into the implant drive feature as intended during functional testing. There were signs of wear damages around the driver hex. The driver tip did not experience any difficulty disengaging from the test implant as reported. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date unavailable; lot number not provided.

Manufacturer narrative:
Event date unknown/not provided. Lot number for the device was not provided/unknown.

Event description:
The doctor reported that a driver did not release from an unknown implant after placing it, alleging that loss of primary stability of the implant had occurred. Doctor removed the implant and placed another one by using another driver. Doctor was unable to confirm implant reference, lot and implant/removal dates.